Manufacturer narrative:
Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive alinity I anti-hcv results on the alinity I, serial number (B)(4). Through an extensive investigation, the fsr found the pm sensor, tested, short cable, part number a-204217-02, needed to be replaced, which resolved the customer¿s complaints. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I anti-hcv results for two patients. The following data was provided (B)(6): sample ID(B)(6) initial result, on (B)(6), was (B)(6), repeat was (B)(6). The sample was repeated on another analyzer with another reagent kit and the result was(B)(6). Sample ID (B)(6) initial result, on (B)(6), was (B)(6), repeat was (B)(6). The sample was repeated on another analyzer with another reagent kit and the results were (B)(6)and (B)(6). The sample was repeated on a third analyzer with a third reagent kit and the result was (B)(6). There was no impact to patient management reported.